Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that six bands were intact on the ligator head which were un deployed, slightly torn and were found overlapping each other however, the white band was found to be broken. The trip wire on the handle assembly could be properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The teeth on the ligator head were found damaged. The deployment thread was attached to the distal end of the trip wire but was detached from ligator head assembly. A functional check to deploy the bands could not be performed due to condition of the returned device. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The most probable root cause has been determined to be operational context, as evident by the tooth damage on the ligator head. It is likely that anatomical/procedural/operational factors caused the teeth to damage inadvertently, therefore hindering the deployment activity of the bands by causing the bands to stack up/overlap on the ligator head assembly. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, during the procedure, they attempted to deploy a band however, the bands would not deploy. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, during the procedure, they attempted to deploy a band however, the bands would not deploy. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.